Event description:
Reporter indicated that vns patient's lead was explanted due to a lead discontinuity. Patient was not implanted with a replacement lead. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.